Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in a supplemental report.

Event description:
Patient reported, the infusion device shut down without providing a w2 low battery alert. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. Additional information was not provided.